Event description:
A malfunction alarm occurred with code malf 12, but there was no adverse impact on the customer's blood glucose level as it remained below 500 mg/dl (27.7 mmol/l). Technical support guided the customer through resetting the pump, after which the malfunction did not recur. The customer was able to continue using the pump and was advised to contact support again if any issues arose.